Event description:
Asr revision. Patient symptoms: pain and discharge from the scar of the surgery. 1st stage revision surgery completed on (B)(6) 2011. (B)(6) 12 - update from crawford spreadsheet dated (B)(6) 2012 - added asr xl left hip and changed surgery date.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision was infection.

Manufacturer narrative:
Product complaint # (B)(4). MFR#1818910-2012-02777 follow-up sequence is incorrect. Follow-ups 4, 6, 7, 8 and 9 were skipped thus this report 4 is now being submitted as follow-up 4. UDI (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This is to notify that the follow-up number sequence of MFR#1818910-2012-02777 is incorrect. There is a gap in the number sequence since follow-ups 7, 8 and 9 were missing. If future supplemental reports are needed, they will then continue to follow-up 13 and so forth.